Event description:
It was reported that a broken rod was noticed on a patient's x-ray upon a follow up visit. The hardware was revised during revision surgery. Parts of the rod were removed and new rods were connected to lower parts of the old rod. It was then secured into place with existing screws. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Method: visual inspection, material analysis, device history review, complaint history review, risk assessment; result: the customer reported event was confirmed via visual inspection. 2 rod fragments were returned as some of the old rod was left in patient and connected to new rods. Material analysis of the fragments found that the rod fractured in a unidirectional bending. The elemental composition matched the specified material on the drawing. No lot number was present on the fragments returned, so a manufacturing record review could not be performed. Conclusion: material analysis confirmed a fatigue fracture, most likely caused from the stresses and strains for from the implant's extended implantation. It was reported that the rod was implanted for a period of 8 years. Patient fusion also may have played a role as once the patient fuses, the implant completed its purpose. According to the IFU, "once implanted, the implants are subjected to stresses and strains. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated... While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone....these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed."

Event description:
It was reported that a broken rod was noticed on a patient's x-ray upon a follow up visit. The hardware was revised during revision surgery. Parts of the rod were removed and new rods were connected to lower parts of the old rod. It was then secured into place with existing screws. There are no reports of adverse health consequences to the patient.